Event description:
Reportedly during use of the mini trek for predilatation in the circumflex with moderate tortuosity and calcification, the balloon ruptured at an unknown pressure. There were no adverse patient effects. A clinically significant delay in procedure was not reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood and contrast visible in the inflation lumen and loosely folded balloon, consistent with preparation and a rupture while in the patient anatomy. There was a bend in the hypotube 20 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A new indeflator filled with water was used to pressurize the balloon. Water leaked out of a pinhole on the distal balloon shoulder, confirming the reported rupture. There was a longitudinal scratch, about 1 mm in length, through the pinhole. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured upon the inflation at an unknown pressure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.